Event description:
It was reported that when using the bd pyxis¿ es server all patients had not crossed over into pyxis, and medications could not be pulled. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all patients were not crossing over into pyxis and unable to pull medications. A technical support specialist (tss) dialed into the application servers, ran a downtime query, and confirmed that all messages were crossing over successfully. After receiving the medication details, patient information, and station name from the customer, the tss ran the latest carefusion coordination engine (cce) received message to verify the medications and order ID. The tss confirmed that the order was crossing over. The tss then dialed into the station to verify functionality and confirmed that the medications were displaying on the station. The customer also confirmed that the medications were visible on the station. The system functioned as intended after the technical support specialist assessed the device.